Manufacturer narrative:
Product analysis: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. There was no damage observed to the delivery system taper tip and spindle. A kink was visible on the graft cover 16.2cm from the tip. A kink was evident on the middle member 15.2cm from the taper tip. There was no further damage observed to the delivery system. The reported removal difficulties could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 53mm thoracic aortic aneurysm. The vnmc3131c182tj stent graft was implanted in a position that was covering the left subclavian artery. It was reported that during the index procedure, the vnmf4034c185tj was implanted just below the left common carotid artery. The proximal bare stent was deployed, it was confirmed that the device was not stuck on the spindle, and then it was started to be removed . When the entire delivery system was being removed, it became difficult to remove it due to getting stuck near the edge of the proximal graft. After that, the delivery system was safely removed by slightly pushing up and rotating the device to resolve the stuck issue. However, the device fell down into the aneurysm when resolving the stuck issue, resulting in a type 1a leak. An additional vnmf4040c103tj was implanted again at a position slightly covering the left common carotid artery, and after confirming that the leak had disappeared, the procedure was completed. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.